Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): stop of infusion. Stop of the infusion during the perfusion.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.